Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that the spinal cord stimulator system was not functioning for a few years and the healthcare provider was going to explant the entire system. No further complications were reported or anticipated. Additional information was reported that the cause of the patient's system not functioning was not determined. The patient's ins is intact, but will not be returned. No further information was reported.